Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A root cause could not be determined with the information provided. Additional information for further investigation was requested but not provided. The instrument is now operating within specification.

Event description:
The customer alleged they received a questionable ion selective electrode (ise) sodium result for one patient on their c501 analyzer. The customer stated they performed quality control and it was out of range low. The customer re-calibrated the ises. The customer repeated quality control with a fresh vial and it was in. The patient's sample was then tested. The initial sodium result was 129 mmol/l and it was released to the ER. The laboratory had criteria in place to repeat any sodium result less than 130 mmol/l on their siemens dimension analyzer. The repeat sodium result was 136 mmol/l. The repeat result was considered correct. The customer then repeated quality control on the c501 analyzer and the sodium was out of range. The nursing staff in the ER started the patient on nacl IV fluids as part of a standard protocol due to his primary complaint. The IV fluids were not started based on the discrepant sodium result. The patient was discharged from the ER after receiving the IV fluids. The patient was not adversely affected by this event. The sodium electrode lot number and expiration date were requested but not provided. The field service representative found a fluidics failure. He replaced the ise bath sub-assembly and mixer 1. He adjusted the rinse stations. Precision studies were performed and all system checks were successful. The customer verified quality control and patients for sodium with no further errors and results within guidelines.